Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery and the loading sequence. Customer reverted to an alternative method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.